Event description:
Revision surgery- this patient's original surgery on (B)(6) 2011 was revised on (B)(6) 2011 due to a fracture. The reason for this revision is the patient dislocated and required a large-shell component and a semi-constrained insert.